Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the lower jaw of the device was bent downward. This type of failure is typically observed when the jaw of the device is dropped or mishandled on a hard surface. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii without hook had a bent jaw. The sales rep stated that he did not know how the device bent, but this deformity caused issues releasing the needle during the case. The case was completed with another like-device with no patient harm, but a one minute delay to obtain the new device. The device is being returned for evaluation.